Event description:
The user facility reported that during a therapeutic biliary lithotripsy procedure, the user was attempting to use the device to remove a biliary stone, and the balloon burst and had to be removed. There was reportedly no pt injury.

Manufacturer narrative:
Olympus followed up with the user facility to gather additional info regarding this report. Olympus was informed that the balloon fragments were retrieved through the biopsy channel. The device referenced in this report was not returned to olympus for eval. The user facility reportedly discarded the device following the procedure. This report is related to a second report. See also MFR report number 8010047-2010-00207. This report is being submitted as an MDR in an abundance of caution.